Event description:
The customer reported to baxter a backflow issue that occurred during patient use of a blood/solution infusion set w/clearlink and hand pump. There was no patient medical intervention or injury reported. A sample is reported to be available.

Manufacturer narrative:
(B)(4). The customer returned a companion sample for evaluation. Back flow was observed by the hand pump when solution was injected at the first injection site with roller clamp closed. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.this device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.